Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166110 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m166110 and test base part number 190-430 / lot m166110. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166110 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
Corrected data: d4 (catalog #).

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4) on retained kit lot m166110 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m166110 and test base part number 190-430 / lot m166110. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166110 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing was performed with pcr generating negative results. The customer stated the patient was asymptomatic. No patient harm/delay/impact: the customer confirmed there was no patient harm due to the test results.